Event description:
It was reported that during a da vinci-assisted radical prostatectomy with lymphadenectomy surgical procedure, error 23008 occurred pointing to arm 1. The error occurred when they removed an instrument from arm 1. The intuitive surgical, inc. (Isi) technical support engineer (tse) asked to remove all instruments, shutdown system, cycle all circuit breakers, and press emergency power off (epo). After restart, the system was recovered, but the surgeon could not control the instrument on arm 1. The site reseated the instrument and sterile adapter and that resolved the issue. The procedure was completed using all arms with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported complaint. The fse confirmed the issue and replaced the patient side manipulator (psm). The system was tested and verified as ready for use. Isi has not received the psm for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. No image or procedure video was provided. A review of the site's system logs for the reported procedure date was conducted by isi technical support when the customer called for support. Investigation revealed error 23008 that may have been related to the reported complaint. Additional log review confirmed that system (B)(4) was used on (B)(6) 2022 for a radical prostatectomy with lymphadenectomy procedure. This complaint is being reported due to the following conclusion: the patient side manipulator was replaced after the completion of the procedure due to error 23008. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after the start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a procedure change.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the patient side manipulator (psm) involved with this complaint and completed the device evaluation. Failure analysis investigation was unable to reproduce the reported complaint. However, it could be confirmed as having occurred via field error logs. Visual inspection was performed. The arm was installed onto the system and powered up. Sine cycle and a test drive were performed without any issues. Tests performed via matlab passed.

Event description:
Refer to h10/h11 for follow-up information.